Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 devices were taken from the current production. The samples were functionally inspected, and during the test issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. Root cause cannot be determined. Corrective actions cannot be established. It is necessary to receive the physical sample to perform a proper and thorough investigation to confirm the alleged defect, determine a root cause and any corresponding corrective actions. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "neptune heater was in warm-up mode, approx. 8 (eight) mins, fire started at the distal end of the expiratory side reaching approx. 10 (ten) inches away from the patient-no patient injury." It was reported there was no patient injury or consequence. (Circuit device involved in this event captured in companion report MDR# 3004365956-2018-00059).

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit), 10 lpm of air pressure, and a universal concha smart column is connected to the unit for a real time operational scenario. The unit successfully negotiated all pre-operational self-tests again and was functioning real time. The customer settings were as follows: patient temperature setting 36 degrees celsius, rainout was set to three points to the left of center (dry), invasive mode. The unit reached set temperature of 36 degrees celsius and maintained that temperature for 30 minutes. The unit functioned without interruption. Based on the investigation performed, the reported complaint could not be confirmed. Functional testing did not reveal any operational anomalies.

Event description:
Customer complaint alleges "neptune heater was in warm-up mode, approx. 8 (eight) mins, fire started at the distal end of the expiratory side reaching approx. 10 (ten) inches away from the patient-no patient injury." It was reported there was no patient injury or consequence. (Circuit device involved in this event captured in companion report MDR# 3004365956-2018-00059).